Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the drain connector allegedly cracked when the extension and catheter were connected together by clsc nurse on (B)(6) 2018. No patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the complaint of a cracked drainage catheter connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one locking pigtail universal drainage catheter. Usage residues were observed throughout the sample. The sample terminated just distal of the silicone over-sleeve. A longitudinally aligned split was observed in the luer adapter, extending from the proximal end. Microscopic inspection of the luer adapter revealed the split to be comprised of several smaller splits oriented in the longitudinal direction. The splits exhibited sharply defined granular fracture edges. The luer orifice appeared round. Material wear was observed along the inside edge. The threads were unremarkable. Attempts to replicate the damage using a non-complainant device were unsuccessful. The material wear and the fracture features suggested that outward radiating stress originating within the luer adapter contributed to the observed damage; however, inability to replicate the damage indicated that an additional unidentified factor(s) contributed to the crack formation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include forceful insertion of a male luer adapter taper(s) and environmental conditions affecting material mechanical properties.

Event description:
It was reported that the drain connector allegedly cracked when the extension and catheter were connected together by clsc nurse on (B)(6) 2018. No patient injury reported.